Event description:
This is report 2 of 2. This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was unknown. It was reported that prior to death, the patient had been hospitalized for a peritonitis event. The patient was reported to have recovered from the peritonitis event prior to death. It is unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date of event: the patient died in (B)(6) 2014. The device was manufactured in 1995. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The device was requested but has not been received. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. The device was not returned to baxter healthcare for further investigation. A review of the service history was not performed due to the device being serviced more than one year ago. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.